Event description:
New information states that programming changes were made. The patient was in a stable condition.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmission revealed non sustained right ventricular oversensing episodes on the defibrillator. No intervention was performed. The patient was in a stable condition and would continue to be followed.